Event description:
Robotic scissors were being used in conjunction with the intuitive surgical robot. One tip of the scissors broke off. All fluids from the suction cannisters were drained in an attempt to locate the missing piece with no luck. Performed an x-ray and could not locate the piece by that method either.